Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning on urination, hematuria, urgency, and discharge.

Event description:
It was reported that following insertion the patient experienced burning on urination, hematuria, urgency, and discharge.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06831. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient continues to experienced dyspareunia and abdominal pain, with some improvement post second implantation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence with concurrent dilation and curettage, endometrial ablation, hysteroscopy and cystourethroscopy. The patient underwent sling removal in (B)(6) 2006 due to mesh exposure. (B)(4).